Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The asp conducted an on-site evaluation of the device. It was determined that the customer had not properly performed the operational test. The device is functioning normally. Based on the information available and the testing conducted, the cause of the reported problem was use error. The authorized service provider (asp) instructed the customer on the proper procedure for conducting the operational test, thereby resolving the issue.

Event description:
Philips received a complaint on the heartstart mrx als monitor indicating that device failed operation check. There was no patient involvement.